Event description:
The customer alleged a suspect positive biological indicator (bi) after a completed cycle in the sterrad nx sterilizer. The media seemed to have decreased after the cycle completed. The bi was placed in the lower back of the chamber. The previous load bi result is unknown; however, the subsequent load result was negative. The load processed with the bi in the sterrad sterilizer included a camera code and a light scope tube. The load was not recalled and no harm or injury was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.1 months. On 05/05/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted;(B) (4). Through follow-up with the health-care provider (via fax), a copy of the operative report was received on 05/05/2010. Unfortunately, the cause of death was not provided. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.